Event description:
The customer reported the unit was on patient and powered down by itself and would not power back up at that time. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. The unit powered on and off using battery and ac power. A "replace sensor" error message appears when connecting a known good sensor, measurements cannot be taken. The trend data was analyzed and cross-referenced to log file, trend data also shows the "low battery" alarm was on before the observed time gaps. Internal inspection found recessed pins inside tb-20 connector, recessed pins prevent proper contact with the sensor. The customer's complaint was not duplicated. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues related to this reported event.

Event description:
The customer reported the unit was on patient and powered down by itself and would not power back up at that time. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.